Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects on the plastic distal end cover, the bending section cover, and the connecting tube. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and updated information. Corrected fields: d4 (primary UDI) updated fields: g1 (contact office email); h4 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.